Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button resulting in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.

Manufacturer narrative:
To date, the end user has not made the subject stretcher available for evaluation. It is unknown if the stretcher has been evaluated for the alleged issue; however, a preventive maintenance report from 4/24/2025 indicated the stretcher was within specification, no repairs were required and the stretcher was returned to service.

Event description:
It was reported the stretcher is intermittently lowering abruptly when pressing the down button resulting in startling the patients and crew. No injuries have been reported and no specific patient incident was cited.